Event description:
Discordant low immulite 2000 xpi ipth results were generated on four patient samples. The results were questioned by the physician and the samples were repeated on an alternate system. There is no known report of treatment given or withheld based on the discordant ipth results.

Manufacturer narrative:
A siemens global support specialist evaluated the immulite 2000 xpi instrument data files. No instrument issues were found, the global product specialist determined that the cause of the low ipth results is unknown. The instrument is performing within specifications. No further evaluation of the device is required.